Event description:
It was reported by the patients legal representative that the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient underwent a revision surgery on an unknown date due to an unknown reason. This report is based on allegations set forth in patients notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4). This report is based on allegations set forth in patients notice and the allegations therein are unverified.